Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -08.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture. Visual inspection found haptic broken and fibers on the lens. Dimensional inspection found the lens within specifications. Claim# (B)(4).